Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 585 mg/dl and diabetic ketoacidosis, resulting in "low blood pressure and potassium". The customer alleged that the pump "stop[ped] during the night"; however, customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. Customer went to the emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin, and was discharged 3 days later with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.